Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that during a functional check, the device displayed that co2 calibration had expired. There was no patient involvement reported. The fse evaluated the device onsite and determined that co2 calibration was overdue. The fse calibrated the device, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to overdue calibration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse calibrated the device to resolve the issue. The device passed all functional testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during the functional check, the heartstart mrx defibrillator exhibited expired co2 calibration. No patient involvement was reported.